Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible oversensing. The device also provided shocks into a normal sinus rhythm.